Event description:
1 1/2 - 2 yrs ago pt had lt hip replaced -there has been progressive shortening & pain in lt leg. Xrays also show pathologic fx of lt femur.6/2/94 had total hip revision & orif of fx femuer